Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell on (B)(6) 2018. A few days later, the patient would lay down, roll over, or make positional changes and she experienced intense stimulation more than she's normally used to. The rep said the patient has had stimulation off the last few days and still feels like she is getting stimulation. The rep recommended the patient see her hcp to check the integrity of the system. No further complications were reported.